Manufacturer narrative:
(B)(4) .

Event description:
The health care professional (hcp) reported that they were seeing a power-on-reset (por) on the patient programmer and the clinician programmer. The patient did not have stimulation since a cardioversion on (B)(6) 2015. The ins was interrogated and the por was clear successfully. The therapy was turned back on and the therapy was adequate. The por was cleared and the hcp confirmed that they were able to interrogate the device with the patient programmer. The patient was feeling stimulation. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.